Event description:
Related manufacturer reference number:2017865-2021-11796, related manufacturer reference number:2017865-2021-11798. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.